Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was receiving pocket stimulation. Increase in hvli was observed. X-ray found the leads wrapped around the device and dislodged. During the explant procedure, the physician opted to leave the rv lead as is due to stable measurements.